Manufacturer narrative:
The reported events of gel stent blockage, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and product details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported high intraocular pressure in the right eye against the xen®45 gts due to blocked by fibrous tissue but may still be partially blocked internally. Patient was put on eyedrops glanatec bd, cosopt bd, travatan nocte but iop was unable to be controlled. Open revision via a fornix-based peritomy was performed. Event has been resolved. The device remains implanted.